Event description:
Event description to summarize the clinical event, we understand at the implant procedure this ventricular lead (m4035 sn333696) was noted to have impedance measurements of 2300 ohms, once implanted. This was noted after a difficult placement of the j wire and atrial lead. It was a difficult placement due to the patient's very tortuous and narrow subclavian anatomy; and each time the preformed j atrial lead (4064 315468), was attempted to be implanted, it caused the rv lead to become dislodged, felt to be due to the patients anatomy. The rv lead was then repositioned and the impedance measurements were noted to be elevated, the lead was removed, replaced and returned for analysis. The patient had no adverse effects.